Event description:
It was reported by service report that the scale was showing error code 12, indicating a potential inaccurate scale. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.